Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the clogged nozzle, other evaluation findings are as follows: the light guide cover glasses and the bending section glue were chipped; there was a stain on the distal end cap; the bending section was deformed; the insertion tube/protector was wrinkled and scratched; the air/water cylinder painting was peeled off; the suction cylinder was corroded; the universal cord was scratched; the connector was damaged; the angulation was not to specification; the water removal ability and the air/water flow were not to specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a low blowing capacity. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle and light guide lens due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.